Event description:
It was reported that a 3.5x12 nc trek balloon catheter was removed from the hoop without resistance. During preparation of the 3.5x12 nc trek balloon catheter, the hub and the plastic sheath separated from the shaft of the catheter. The device was not used and there was no patient involvement. A new nc trek balloon catheter was used successfully and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported hypotube separation was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.